Event description:
Customer reported she had reservoir issues. Customer puts the reservoir to the set to squirt insulin, when she presses the plunger it does not want to come out. Customer stated she did to do issues have occurred in the past two weeks and she threw away four reservoir and sets. Customer was assisted with priming the current set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.